Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).

Event description:
An operating room manager reported during the implantation of an intraocular lens (iol), the lens tore the posterior capsule (pc). The lens remains implanted in the eye and the patient's status is good. The surgeon "wondered" if there was a burr on the lens. Additional information was received from the surgeon, who indicated the event resolved without treatment. He also reported it was possible that there was a rent in the posterior capsule but he was sure the pc was not split open until he was implanting the iol. An endoscopic cyclophotocoagulation (ecp) procedure was also performed during the implant surgery. It is unknown if this procedure was performed before or after implantation of the iol.